Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not charging and the indicator light on the battery charger was flashing red. The battery was tested on the other controller port and no power was provided. The battery will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation summary: the battery was not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a battery not charging may be attributed, but not limited to, a faulty integrated circuit and/or an improper weld. A possible root cause of the reported battery blinking red when connected to the battery charger can be attributed to a charge time-out of 8 hours. If information is provided in the future, a supplemental report will be issued.